Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aptus en doanchors and an endurant aortic cuff were implanted approximately 42 months later for the treatment of a proximal type I endoleak. At the time that the aptus endoanchors and cuff were implanted the aneurysm max diameter measured 63 mm. It was reported that fifteen days post implant of the aptus endoanchors and endurant aortic cuff the patient was hospitalized due to a lymphatic fistula in the groin. The physician elected to perform a wound revision with resection of the lymphatic fistula one day later. The patient recovered with the treatment and the event was resolved. The investigator indicated that the event was related to the aptus endoanchors and endurant aortic cuff implant procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.